Manufacturer narrative:
Lot #, ur18h04062, expiration date 08/04/2023 and unique identifier (UDI) (B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Bad (B)(4) 2019, omitted in fu MDR. Correction: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set would not flush during an unspecified process step. The reporter stated that a saline flush syringe was connected to the one-link luer activated device (lad). The fluid flowed through the one-link lad into the extension set and stopping flow just before the distal male luer. The reporter then removed the one-link and tested for flow, and fluid was found to flow through the one-link component with no issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no flow was observed, additional clear passage test was performed and the result was not satisfactory. The reported problem was verified. The cause of the condition was due to incorrect setup during the manufacturing process. Awareness was provided to the personnel about the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted